Manufacturer narrative:
(B)(4).

Event description:
It was initially reported on (B)(6) 2010, that a pump alarm was heard. Telemetry confirmed a low battery alarm. Additional information received from the hcp indicated there was a "break, tear, hole" in the catheter. The pump and catheter were explanted; the date of explant was not reported. The patient outcome was reported as "patient recovered without sequelae."